Manufacturer narrative:
A spacelabs healthcare technical support representative advised the customer to perform a hard reboot of the xhibit central station. The customer confirmed that after the hard reboot, the system worked as expected. While rebooting the xhibit central station resolved the reported issue, the cause of the reported freezing could not be determined.

Event description:
The customer reported that a xhibit central station locked up and became unresponsive while monitoring telemetry patients. There was no patient or user death, or injury associated with the event.